Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with battery door damage. Investigator's unable to download the pump event history log due to error. Visual inspection and simulated use testing were performed. The customer's reported problem regarding "alarming error 1660 code" was able to be duplicated. During investigation, the pump was power up and displayed lec 1660. Simulated use was unable to download event log or power up the pump to read out the pump error log. The 1660 error code has constant alarm and unable to run the pump. According to the investigation, the 1660 error code is a "watchdog_reset". Service's replaced the pump mp board to address the issue. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy plus pump exhibited error code 1660. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.